Event description:
It was reported that fifteen years eight months and ten days post port placement, the part of the catheter allegedly fractured and separated. It was further reported that upon x-ray imaging, the catheter allegedly migrated to the heart. Reportedly, the remnant fragment was still inside the patient. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2011).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation issues as a complete circumferential break was noted to the distal end of the catheter attached to the port and a complete circumferential break was noted to the proximal end of the distal catheter segment. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2011). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen years eight months and ten days post port placement, the part of the catheter allegedly fractured and separated. It was further reported that upon x-ray imaging, catheter allegedly migrated to the heart. Reportedly, the remnant fragment was still inside the patient. The current status of the patient is unknown.